Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the catheter failed to contract smoothly in cath lab. After being inserted into the sheath, the tube broke". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within original packaging tray/carton. Upon return, the teflon sheath was noted on the iabc bladder membrane covering the iabc distal tip. Buckling was noted on the teflon sheath extrusion. The one-way valve was tethered to the short driveline tubing. The visible section of the bladder was fully unwrapped. A bend to the iabc outer/central lumen was noted at approximately 41.8cm from the iabc luer end. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The bladder thickness was measured at six points with meas-urements ranging from 0.0064in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to the quality system document. The one-way valve was connected to the short driveline tubing, and a negative vacuum was pulled on the returned iabc. While maintaining the vacuum, the teflon sheath was attempted to be moved towards the iabc bifurcate. Initially, the sheath did not move towards the bifurcate due to the unwrapped bladder. The sheath was able to be removed entirely from the iabc without any difficulty. Upon removal of the sheath, no visual damage or abnormalities were noted to the iabc bladder. No blood was noted within the bladder/helium pathway. The iabc central lumen was intact with no damage or abnormalities were noted. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufactur-ing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, a leak sites consistent with contact from a sharp object was noted at approximately 25.1cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 39.3cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufactur-ing specifications prior to release. The reported complaint that the "catheter failed to contract smoothly" is confirmed. During the inves-tigation, a puncture consistent with contact from a sharp object, was found on the iabc bladder. The damaged bladder can allow the bladder to prematurely unwrap prior to the insertion and could cause the catheter to get stuck in the sheath. No other leaks or damage was noted to the iabc. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "the catheter failed to contract smoothly in cath lab. After being inserted into the sheath, the tube broke". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "the catheter failed to contract smoothly in cath lab. After being inserted into the sheath, the tube broke". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).